Event description:
It was reported that there was an issue with the product nr294z - as femur extens.stem 6° d12x157 cemented. According to the complaint description, the implantation was performed in 2019. A revision surgery was performed due to the fact that the stem was completely loose in an almost undamaged cement mantle. The stem was broken/ disconnected at the transition to the femoral component. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aesculap ag reference no. (B)(4). Involved components: nb018z - as enduro femoral component cemented f2r (internal aesculap ag ref. No. (B)(4) ). Nr882z - as enduro meniscal component f2 14mm (internal aesculap ag ref. No. (B)(4) ). Nr400z - as nut f/femur extens.stem all sz.neutr. (Internal aesculap ag ref. No. (B)(4) ).

Manufacturer narrative:
Investigation results: the complained product as well as x-ray picture were provided, and, therefore, were available for investigation. The product was returned non-decontaminated. Based on this fact, manufacturer could only carried out the investigation visually. Visual examination revealed that the femur extension stem is broken. The nr294z - as tension screw d12 x 157 mm is broken at the area of the thread. The smaller broken fragment of the nr294z - course screw d 12 x 157 is still fixed in the nr400z - nut f/femur extens.stem all sizes neutr. The fracture surfaces of the major part as well as fracture surface of the smaller /minor part show no indication for a material defect like blow holes or foreign material inclusions. The surface of the femur box as well as the underside of the femur extension stem (interface with the femoral component) shows massive material abrasion/imprints/wear marks which indicate an unusual high load between the stem and the femoral component. The femur component exhibits bone cement residues on the whole intended area. The bone cement shows partly good integration to cancellous bone. It has also been found that the femoral component was implanted with two wedges. The enduro hinge ring shows clearly visible signs of hyperextension. The bearing for rotation axis, the rotation axis as well as the locking ring show beside the normal traces of use no abnormalities or damages. The disc for the left and the right side shows nearly no material abrasion / traces of use. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to the manufacturer's specifications, valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against the affected batch number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion / prevention measures: on the basis of the product investigation and information provided a definitive root cause for the breakage of the course screw could not be determined. The provided x-ray figures give also no clear hints regarding the shaft loosening / breakage. The following hypotheses can be mentioned as an informational note: it could be possible that the bone degraded and/or the condylar bony support was no longer sufficiently given respective cement has been loosened from the bone and or the stem. Micro movements resulting therefrom may have caused/contributed to a loosening of the interface between the shaft and the femoral component. Another possible root cause for the mentioned failure could be an insufficient tightening of the femoral stem. It has to be taken into account, that afterwards it is not possible to determine if the stem was tightened with the prescribed torque of 27 newton meter. The mentioned points are only speculative and cannot be confirmed on the basis of the product analysis and information provided. Based upon the investigation results, a CAPA is not required.